Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Product received with minor cosmetic issues. The cpc connector was identified as the cause during the investigation of the damaged drive connector during the investigation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that on (B)(6) 2013, it was noted that the coupler was misaligned on the motor of the device. There was no patient involvement and no adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.